Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a damaged monopolar yaw pulley on one side. No visible physical damage was detected on the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a permanent cautery hook (pch) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup pch instrument. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.